Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will not be submitted upon completion of evaluation.

Event description:
Received information stating that pump does not change and turn on even when plugged into a power source.